Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump was stop working. The customer stated that drive support cap was appears to be normal. Customer stated that they was unable to clear the alarm and was unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed self-test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.